Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and metrorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered metrorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ metrorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events metrorrhagia, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.